Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Visual inspection indicates the shaft of the screw broke approximately ¼ of the way down. Analysis of the returned device indicates that the device could have been a contributor to the reported event as the screw was broken. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was over torque due external stress.

Event description:
Allegedly, the surgeon performed primary surgery on (B)(6) 2013. The surgeon found the locking screw broke off in the x-ray after the surgery, the surgeon performed removal surgery on february 2015. The tip of the locking screw was left in the patient.